Manufacturer narrative:
Field service inspected the ventilator onsite and replaced the alarm batteries and replaced the 3-way solenoid and exhalation valve. New batteries corrected the alarm problem. Lab testing: inspection of the exhalation block showed excessive build up of medication on the block, the jet pump outlet was plugged with medication causing the build up of peep as discribed in the complaint.

Event description:
No alarms, and the 3 way solinoid valve was found cracked.